Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess, drainage, extrusion, exposed, infection (early onset) and rupture.

Event description:
Healthcare professional reported "implant pocket abscess and infected implant" and "implant extrusion with purulent drainage". Later, patient reported rupture and "exposed implant". This record is for the left side. Device was explanted and replaced.